Event description:
It was reported that the patient developed a severe infection in the brain surrounding the left lead ¿at some point¿ after implant. The lead was eventually removed and at the time of the report, the patient was suffering from substantial cognitive and mental deficit. The patient was being treated for ¿brain injury,¿ post-infection treatment, and a brain abscess. The patient¿s wife stated that her husband was still suffering from the infection. Antibiotics treatment was necessary and the patient had an altered mental status. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389s-40, lot# v993984, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v985676, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).